Event description:
Mother of pt initially reported that machine was not draining pt completely and pt felt distended. Rn reports that pt's low drainage and ultrafiltrations were due to permeability of pt's membrane. Follow up with rn revealed that pt transferred to hemodialysis on october 3, 1997.

Manufacturer narrative:
In april of this year, baxter healthcare personnel met with FDA to investigate overfill issues associated with peritoneal dialysis cycler devices. This committee determined that user errors contributed to these incidents. These user errors resulted in overfilling of the peritoneal cavity due to free flow of fluid as well as improper delivered fill volume. As a result of the interactions with the FDA, co reviewed the homechoice system and modified the patient at-home guide to increase awareness of those aspects of therapy where there is potential for user error which could result in an overfill event. Co has also taken this opportunity to re-emphasize the importance of carefully monitoring patients who report abdominal discomfort or who are unable to communicate essential information during treatment. The following information is intended to remind users of homechoice of important procedural information to refer to when programming, setting up and using the homechoice. Adhering to these recommended procedureal guidelines will prevent uncontrolled flow of fluid from one bag to another and/or to the patient. Uncontrolled flow of fluid could result in a patient being overfilled with solution. An overfill may result in a feeling of abdominal discomfort, and in some cases may cause injury. Additional care should be taken for those patients not able to communicate essential information to the caregiver during treatment. If any patient or patient caregiver suspects the patient has been overfilled, press stop immediately, arrow down and initiate a manual drain.